Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the graft lcx. Approximately 7 months post index procedure a second resolute onyx des was implanted in a new lesion. Approximately 14 months post index procedure two resolute onyx des were implanted during a revascularization procedure. Approximately one month post revascularization the patient experienced nstemi. It was reported that the patient did not take his medication for two days resulting in the nstemi. Resolute onyx stent thrombosis was confirmed by angio; the target vessel was involved (lcx). The patient was hospitalized and treated with medication and additional ballooning of an acute total occlusion (not cto). The investigator assessed the event as not related to the index device but possibly related to the antiplatelet medication. The sponsor assessed the event as not related to the device. The patient recovered.

Manufacturer narrative:
Additional information: cec adjudicated the event as non-q-wave mi (target vessel) mdt extended historical spontaneous of the graft 2nd obtuse marginal. Cec adjudicated the event as tlr percutaneous intervention - clinically driven. Safety assessed the event as probably related to antiplatelets medication. If information is provided in the future, a supplemental report will be issued.